Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Contract manufacturer: dexcom inc. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that they did not receive a "low transmitter battery alert" and not the transmitter is dead. This complaint is being reported because the alleged issue could have an impact on insulin delivery. There was no adverse event associated with this malfunction.